Event description:
The account reported that the bed moves by itself in the inclined plane. No pt injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time. A supplemental report will be sent when this information becomes available.